Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint regarding a burst balloon has not been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests patient factors (calcification) likely contributed to the event as per information provided, the patient presented a sharp calcification in the sinotubular junction and moderate degree of calcification in the native annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint regarding withdrawal difficulties was confirmed based on the evaluation of the imagery provided, which showed the commander delivery system caught in the sheath shaft, resulting in sheath damage. Available information suggests procedural factors, specifically the altered balloon profile, may have contributed to the issue. Following the balloon burst, the altered profile may have increased susceptibility to catching on the distal end of the sheath, leading to the reported retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in italy, during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra valve via transfemoral approach, the balloon burst during the final phase of valve deployment, resulting in incomplete valve expansion. The balloon was retrieved using a snare wire and, despite some difficulty, was successfully withdrawn through the esheath. However, this maneuver resulted in complete delamination of the esheath liner. According to medical opinion, the root cause of the balloon failures was attributed to severe and sharp calcification at the sinotubular junction, which likely compromised the integrity of the balloons during inflation.

Manufacturer narrative:
Correction to h11: both reported events were confirmed based on provided imagery. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Provided imagery was evaluated and the following observations were noted: the commander delivery system stuck inside the sheath shaft, esheath liner fully delaminated and bunched, the balloon material appears to be broken, and it is bunched and visibly caught at the esheath liner per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints regarding a burst balloon and withdrawal difficulties have been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. The evaluation of provided imagery, showed balloon material bunched and caught within the liner. Available information suggests that patient anatomy likely contributed to the event, as the patient presented with sharp calcification at the sinotubular junction and a moderate degree of calcification in the native annulus. These calcified structures can create a challenging environment for balloon inflation and may compromise the balloon wall through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The balloon was confirmed to have been designed and tested to meet or exceed rated burst pressure. Following the balloon burst, difficulty was encountered during withdrawal of the catheter system. Imagery showed that the commander delivery system caught within the sheath shaft, along with visible sheath damage. Available information suggests that the altered profile of the burst balloon increased its susceptibility to catching on the distal tip of the sheath. This likely contributed to the retrieval difficulty. Additional pull force or excessive manipulation may have been applied to overcome the resistance, ultimately resulting in device separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.